Manufacturer narrative:
The reported event occurred on a cobas s201 instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. The hbv cycle threshold (CT) values observed for the complaint sample were consistent with values near the assay's limit of detection (lod), where results may fluctuate between reactive and non-reactive. Serology testing for the donor was non-reactive, and the blood was not released. The investigation was limited as data, wash buffer, and control lot information were not provided. A definitive root cause could not be determined; however, the low hbv CT values suggest the possibility of contamination due to workflow or instrument-related factors. The product was confirmed to be performing as intended, and no adverse events or product malfunctions were identified.

Event description:
The initial reporter alleged discrepant results with the kit s201 t-scrn mpx v2.0 96t ce-ivd assay on the cobas ampliprep instrument. The customer reported a reactive hepatitis b virus (hbv) result for an individual donor sample (pp1) with a cycle threshold (CT) value of 38.5. Repeat testing of the same sample from the same tube yielded a non-reactive result. The donor was subsequently resampled, and testing of the new sample from a different tube generated a reactive hbv result with a CT value of 36.2. Serology testing for the donor was non-reactive. The blood was not released.